Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed and revealed shock impedance measurements of 107 and greater than 125 ohms. An invasive procedure was performed. The lead was surgically abandoned and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.